Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached over 600 mg/dl while wearing the pod for an unknown amount of time. It was also reported that there was a communication issue. Symptoms reported include hyperglycemia, nausea, vomiting, dehydration, and abdominal pain. The patient was treated with IV(intravenous) insulin drip and fluid. The patient was released the following day. The pod was not worn when seeking medical attention.